Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamp for outlet port of pd bags ¿had fluid flow with clamp closed during use¿. This was identified while in use for peritoneal dialysis (pd) therapy and it was reported that the tube involved was not a baxter product. There was no patient injury or medical intervention associated with this event. No additional information is available.